Event description:
The affiliate reported the customer alleged the cap piercer blade wash station leaked dilute wash solution inside the instrument involving the unicel dxc 800 synchron system. The customer cleaned the drain elbow under the station but did not resolve the leak issue. The customer stated no erroneous patient results were generated. There was no patient consequence. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the cap piercer wash assembly by replacing the shuttle, the quad ring, and the shuttle cam follower. The instrument performed within the manufacturer's published performance specifications. Shuttle, cam follower. (B)(4).